Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for this device and the lot number for the mattress pad is unk at this point in time. The mattress pad was returned on 02/18/2010. During investigation, no discrepancy was found as all the seams were intact, and no cuts or tears were found on the pad although stains were found on the visco pad. Although the pads are made of anti-microbial material there is still a potential risk that a patient or user could be exposed to blood borne pathogens. There were no adverse consequences as a result of this event. This is not a single use device.

Event description:
It was reported that the mattress seal had been compromised. It was reported that following a case, blood was leaking out when the mattress was compressed. There were no reported adverse consequences as a result of this event.